Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Complaint condition confirmed. Visual examination of the unit confirmed the tip of the broken filling syringe stuck inside of the fillport. Investigation of the sample revealed that the root cause of the complaint condition is due to overtorque during filling at the user end. Syringe is not a baxter manufactured product. No additional observation was noted from the unit. A batch review has been conducted which revealed product met all acceptance criteria for release.

Event description:
Baxter (B)(4) received a report that one (1) ce infusor lv 2 device had the injector broken in the filling port during filling. It is unknown with what the device was filled. There was no patient involvement. No patient injury or medical intervention was reported along with this complaint.